Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, in order to obtain additional information. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained blood glucose readings of "301 and 139mg/dl" with the subject meter over 20 minutes from one another. Such a comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy. The patient stated that they manage their diabetes by self-adjusting their insulin dosage and stated that they increased their normal dosage by 4 or 6 units of novolog insulin on (B)(6) 2016 in response to the alleged product issue. The patient did not specify whether or not they had experienced any physical symptoms as a result of the alleged product issue but stated that on (B)(6) 2016 they were given an unspecified dosage of insulin from a healthcare professional in the emergency medical services. No further details regarding this treatment were captured. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained greater than 20 minutes from each other. The patient's products were replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the meter readings obtained do not meet lfs precision criteria, the patient reportedly received hcp treatment for an acute complication of diabetes.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.